Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune diagnosed lupus') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, ovarian cyst, anxiety, chest discomfort, spondylosis and multiparous. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included chest pain (mid chest pain radiating to right arm), vomiting, stress, headache, pinched nerve, neck stiffness, uterine bleeding, irregular periods, ear pain, neck pain, numbness of upper extremities, paraesthesia hand, swollen lymph nodes, elevated bp, uterine fibroid, systemic lupus erythematosus, back pain, arthritis, asthma, hypertension and paratubal cyst. Concomitant products included diphenhydramine hydrochloride;paracetamol (tylenol pm), escitalopram oxalate (lexapro) since 2012, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), naproxen and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2011, the patient experienced fatigue ("fatigue"). In july 2011, the patient experienced blister ("blisters on scalp"). In september 2011, the patient experienced nausea ("nausea"). In october 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In november 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In december 2011, the patient experienced depression ("depression") and migraine ("migraine/ headache"). In july 2012, the patient experienced skin lesion ("sores on scalp"). In september 2012, the patient experienced alopecia ("hair loss"). In may 2013, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). In june 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In june 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rashes on scalp"), endometriosis ("focal endometriosis in left fallopian tube") and arthralgia ("joint pain"). The patient was treated with antibiotics, hydroxychloroquine, sumatriptan succinate (imitrex df) and surgery ((hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal pain, back pain, allergy to metals, vaginal discharge, rash, endometriosis, blister, skin lesion, depression, fatigue, alopecia, weight increased, nausea and arthralgia outcome was unknown, the dysmenorrhoea, dyspareunia, cystitis, urinary tract infection and migraine was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, blister, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, skin lesion, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, bladder infection, uti, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: a, uterus and cervix (hysterectomy): intramural leiomyoma, 5.5 cm; benign proliferative endometrium with small scattered foci of adenomyosis; unremarkable cervix. B. Essure devices, removed from bilateral tubes. C. Right fallopian tube (salpingectomy): paratubal cyst. D. Left fallopian tube (salpingectomy): focal endometriosis present. Pregnancy test urine - on (B)(6) 2018: urine pregnancy test: negative. Ultrasound scan - on (B)(6) 2016: there is a 2.4 cm right ovarian cyst. There is a 2.2 cm uterine fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, migraines, headache, depression, abdominal pain, dyspareunia, migraines, alopecia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: joint pain and back pain. Event severity added for: pelvic pain. Historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and systemic lupus erythematosus ('autoimmune diagnosed lupus') in an adult female patient who had essure (batch no. 823472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, ovarian cyst, anxiety, chest discomfort, spondylosis and multiparous. Concurrent conditions included chest pain (mid chest pain radiating to right arm), vomiting, stress, headache, pinched nerve, neck stiffness, uterine bleeding, irregular periods, ear pain, neck pain, numbness of upper extremities, paraesthesia hand, swollen lymph nodes, elevated bp, uterine fibroid, systemic lupus erythematosus, back pain, arthritis, asthma, hypertension and paratubal cyst. Concomitant products included diphenhydramine hydrochloride;paracetamol (tylenol pm), escitalopram oxalate (lexapro) since 2012, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), naproxen and salbutamol (albuterol hfa). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced blister ("blisters on scalp"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("depression") and migraine ("migraine/ headache"). In (B)(6) 2012, the patient experienced skin lesion ("sores on scalp"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("rashes on scalp") and endometriosis ("focal endometriosis in left fallopian tube"). The patient was treated with antibiotics, hydroxychloroquine, sumatriptan succinate (imitrex df) and surgery ((hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, abdominal pain, vaginal discharge, allergy to metals, rash, endometriosis, blister, skin lesion, depression, fatigue, alopecia, weight increased and nausea outcome was unknown, the dysmenorrhoea, dyspareunia, cystitis, urinary tract infection and migraine was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, blister, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, skin lesion, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, bladder infection, uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis: a, uterus and cervix (hysterectomy): intramural leiomyoma, 5.5 cm; benign proliferative endometrium with small scattered foci of adenomyosis; unremarkable cervix. B. Essure devices, removed from bilateral tubes. C. Right fallopian tube (salpingectomy): paratubal cyst. D. Left fallopian tube (salpingectomy): focal endometriosis present. Pregnancy test urine - on (B)(6) 2018: urine pregnancy test: negative. Ultrasound scan - on (B)(6) 2016: there is a 2.4 cm right ovarian cyst. There is a 2.2 cm uterine fibroid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, migraines, headache, depression, abdominal pain, dyspareunia, migraines, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine enlargement, ovarian cyst, anxiety, chest discomfort, spondylosis and multiparous. Concurrent conditions included radiating pain, chest pain, vomiting, stress, headache, pinched nerve, neck stiffness, uterine bleeding, irregular periods, ear pain, neck pain, numbness of upper extremities, tingling sensation, swollen lymph nodes, elevated bp, uterine fibroid, systemic lupus erythematosus, back pain, arthritis, asthma, hypertension, paratubal cyst and endometriosis. Concomitant products included diphenhydramine hydrochloride;paracetamol (tylenol pm), escitalopram oxalate (lexapro) since 2012, ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe), hydrocodone bitartrate;paracetamol (norco), hydroxychloroquine from june 2016 to december 2018, lorazepam (ativan), naproxen, salbutamol (albuterol hfa) and sumatriptan succinate (imitrex df) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced blister ("blisters on scalp"). In (B)(6) 2011, the patient experienced nausea ("nausea"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression") and migraine ("migraine/ headache"). In (B)(6) 2012, the patient experienced skin lesion ("sores and blisters on scalp"). In (B)(6) 2012, the patient experienced alopecia ("hair loss,"). In (B)(6) 2013, the patient experienced cystitis ("bladder infection") and urinary tract infection ("uti"). In (B)(6) 2016, the patient experienced systemic lupus erythematosus ("autoimmune diagnosed lupus"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and rash ("rashes on scalp"). The patient was treated with surgery ((B)(6) 2018(hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, systemic lupus erythematosus, depression, vaginal discharge, fatigue, alopecia, weight increased, nausea, allergy to metals, skin lesion and blister outcome was unknown, the dysmenorrhoea, dyspareunia, cystitis, urinary tract infection and migraine was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, blister, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, rash, skin lesion, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, bladder infection, uti, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) result: bilateral occlusion. Pathology test - on (B)(6) 2008: diagnosis: uterus and cervix (hysterectomy): intramural leiomyoma, 5.5 cm, benign proliferative endometrium with small scattered foci of adenomyosis unremarkable cervix. Essure devices, removed from bilateral tubes. Right fallopian tube (salpingectomy). Paratubal cyst. Left fallopian tube (salpingectomy): focal endometriosis present. Pregnancy test urine - on (B)(6) 2018: urine pregnancy test: negative. Ultrasound scan - on (B)(6) 2016: there is a 2.4 cm right ovarian cyst. There is a 2.2 cm uterine fibroid.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, migraines, headache, depression, abdominal pain, dyspareunia, migraines, alopecia . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter information updated, lab data, medical history, concomitant drug was added. Previously added event injury was replaced with events " pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), autoimmune diagnosed lupus, psych injury, bladder infection, uti, vaginal discharge, fatigue, hair loss, migraine, weight gain, abnormal bleeding (vaginal), nausea,nickel allergy, rashes or skin conditions type: sores and blisters on scalp, autoimmune disorder type of disorder lupus". On (B)(6) 2019: follow up 2 and follow up 3 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.